Event description:
The manufacturer received information that a rental dreamstation auto CPAP device is returning because the patient has passed away. There was no allegation that the device contributed to the death. Additional information has been requested regarding the details of the reported death. No medical intervention was reported. The manufacturer is in the process of obtaining additional information concerning this event, and the complaint is still under investigation. The device examination has not begun because the device has not yet been returned to the manufacturer for investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted to include the device evaluation results and update the related fields. The rental dreamstation auto CPAP device was returned to a third-party service center for evaluation. During the evaluation, it was noted that no errors were located in the logs, and no faults were found. The device was tested and all testing passed, and to was returned to loan stock. At this time, no further investigation can be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The manufacturer received information that a rental dreamstation auto CPAP device is returning because the patient has passed away. The reported event makes no allegation of any specific device malfunction, use error, failure, labeling, or other deficiency that is relevant to the harm reported; therefore, based on information available at this time, the device did not cause or contribute to a serious injury or death. Despite three good faith-effort attempts on (07/30/2025), (08/06/2025), and (08/11/2025) to 44()1243932185, no additional information was able to be provided regarding the details of the reported death.